Manufacturer narrative:
No button error alarm was noted. However, the pump had intermittent button response due to a flattened act keypad dome. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. The keypad connector was found closed properly during visual inspection. The pump also had a loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error alarm on their insulin pump. The customer's blood glucose at the time was 127mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.